Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating there was no audio. The device was not in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed that there was a defective speaker with no sound or beep. The brt replaced the speaker assembly. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.